Event description:
A surgeon reported that during laser-assisted cataract surgery, the laser hit the iris. According to the surgeon, there was a limited amount of space between the laser and the pt's eye. The pt presented with iritis postoperatively. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).